Event description:
It was reported that the patient was seen in clinic and upon interrogation, the ventricular lead exhibited low impedance. The device was programmed to unipolar mode and the lead remained implanted. The patient was in good condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.